Event description:
Device malfunction: unknown. Time of device malfunction: after vessel closure. Symptoms/ae: retroperitoneal hematoma. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the left common femoral artery (cfa) after an interventional procedure. During the procedure, the patient was given 2000 units of heparin. Reportedly, one hour post procedure, the patient developed a retroperitoneal hematoma. The patient was placed in a reverse trendelenburg position to treat the bleed. The patient was reportedly stable and remains hospitalized. Additionally, two days prior, the patient developed a retroperitoneal hematoma on the right side after an unspecified procedure using non-abbott devices. Manual compression was held as treatment. Due to this prior incident, a manual compression was held on the left common femoral at the end of the procedure as a precautionary measure only. No additional information was provided.

Manufacturer narrative:
The customer reported the device ws discarded. The lot number was not identified; therefore, a device history record review could not be performed.